Event description:
It was reported that an animal underwent a cat oophorectomy procedure on (B)(6) 2025 and suture was used. During cat oophorectomy, the veterinarian uses vicryl plus vcp458h for ovarian pedicle ligation, muscle wall overspray and skin overspray. When the veterinarian clamps her ligation knot, the suture broke on the side of the small head (the one held in the needle holder) between the knot and the jaws of the needle holder, without exerting excessive tension and using the usual surgical equipment. This occurred 3 times during the surgery ((B)(6)) and once during the 2th surgery (B)(6) the surgeries could be completed, using a new suture, without affecting the animals.

Manufacturer narrative:
Product complaint # (b (4). Date sent to the FDA: 10/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.